Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received on an adc meter and provided the following comparison: sensor: 295 mg/dl vs meter: 199 mg/dl. He further reported that on (B)(6) 2018 he experienced hypoglycemia and lost consciousness. Customer was treated in a hospital with glucose via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received on an adc meter and provided the following comparison: sensor: 295 mg/dl vs meter: 199 mg/dl. He further reported that on (B)(6) 2018 he experienced hypoglycemia and lost consciousness. Customer was treated in a hospital with glucose via injection. There was no report of death or permanent injury associated with this event.